Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of inoperable keypad was verified during evaluation as keys 0,1, 2 and 3 not working. The device was found out of specification in relation to the customer reported issue. The cause was determined to be a failed input/ output (I/o) board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable keypad. There was no patient involvement. No additional information is available.